Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd stopcock q-syte wht 360deg nonsterile blood leaks out of control plug (B)(6) 2025 the patient's blood pressure fluctuated greatly and required continuous monitoring of arterial pressure. The head nurse placed a cannula in the left radial artery. After puncture, blood was seen, and the steel needle was withdrawn smoothly. Bleeding was found at the site of the radial artery cannula. Inspection revealed that the soft needle of the arterial cannula was damaged, causing bleeding. The arterial cannula was immediately replaced with a new one and the cannulation was repeated.